Event description:
It was reported that during the implant attempt, the physician had trouble advancing the atrial lead. Upon extraction of the lead, it was determined that the helix had extended on its own. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the physician had trouble advancing the atrial lead. Upon extraction of the lead, it was determined that the helix had extended on its own. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The inner insulation was distorted (pulled/stretched/overstress), as was the proximal conductor (kinked/buckled). Blood and body tissue/fibrotic growth was found on the distal end of the electrode, and the helix was distorted/bent. The lead appeared to have been stretched and damaged at implant. (B)(4).